Event description:
Premature wear/tear.

Manufacturer narrative:
Follow up done because of a final root cause determination of the issue. The issue is failure to osseointegrate.

Event description:
Follow up done because of a final root cause determination of the issue. The issue appeared to be failure to osseointegrate.